Manufacturer narrative:
Concomitant: 1882 lead, implanted (B)(6) 2012; 1948 lead, implanted (B)(6) 2012.

Event description:
It was reported that the patient had a heart rate in the 40's during a pre-procedure device check. The right ventricular (rv) lead had t-wave oversensing (twos). The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.